Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Lead passed electrical testing. No irregularities at lead tip. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted a day after implant due to dislodgement. No additional adverse patient effects were reported.